Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the programmer is displaying an error code and the lead is disabled. The patient reports she has lost weight in the past month. An x-ray was taken and showed no anomalies. Lead diagnostics revealed high impedance. Reprogramming was unable to resolve the issue. The patient is no longer receiving effective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Follow up information clarified the the patient underwent surgical intervention on (B)(6) 2018 (as previously reported) and one lead was explanted and another lead was implanted. The patient is receiving effective stimulation postoperatively.

Event description:
After a review of manufacturer database it was determined the patient underwent surgial intervention on (B)(6) 2018 where a new lead was implanted. It is unknown if this model ((B)(4) was explanted although it is suspected the device was explanted.